Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had concerns about loss of capture due to current programming. At this time, this product remains in service.